Event description:
Patient was receiving continuous IV infusion of phenylephrine and vasopressin to maintain map (mean arterial pressure) of greater than 75 mmhg when the pump alarmed. The rn (registered nurse) was unable to identify what caused the alarm, and the pump subsequently shut down on its own. The infusion immediately stopped infusing and the patient became hypotensive with map of 52. The nurse obtained another pump and a norepinephrine drip was initiated. The patient's map improved thereafter.